Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer stated the insulin pump was not exposed to moisture. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.